Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that the power button sometimes did not respond. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported problem. It was resolved by replacing the power switch overlay. There were no other abnormalities found. The software version was upgraded to 3.20. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.